Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the guide wire was not confirmed; however, the guide wire exit notch was torn and stretched likely due to the guide wire being inadvertently pulled away from the notch. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling

Event description:
It was reported that resistance was met loading the 3.25x20 nc trek rx on the balance middle-weight (bmw) guide wire outside the anatomy. There was no patient involvement and the 3.25x20 nc trek was replaced with a 3.25x15 nc trek which was loaded on the same bmw guide wire without incident. The coronary intervention was completed in the left anterior descending coronary artery. There were no adverse patient effects. No additional information was provided. Subsequent to the initial information received, the device was received with a tear in the guide wire exit notch.